Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Moisture damage was also found on the motor.

Event description:
It was stated that the insulin pump was working, but the screen was illegible. Nothing further was reported.